Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173439, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173370, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 37571138, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of redness and inflammation were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of redness and inflammation were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). Sc-2218-50 (sn (B)(6)). Sc-2218-50 (sn (B)(6)). Sc-4318 (bn/ln (B)(6)). Investigation results the ipg, leads and anchor were not returned for analysis; therefore, a technical analysis could not be performed. The explanted device components were discarded by the medical facility. Device history record. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.